Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a fluid leaked from a cracked female luer on the filter extension set during infusion. There is no report of patient harm.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of cracked and leaked female luer was confirmed. Inspection of the extension set found a 0.602- inch long vertical crack on the female luer. There were no other damages or any issues detected on the set. The female luer was inspected under a magnification to determine if any stress marks were noted; no stress marks were found. Functional testing confirmed fluid leaked from the cracked female luer. The cause of the leak was identified as a crack female luer. The root cause of the crack was not identified.